Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07830 and 2134265-2015-07832. It was reported that automatic pullback failure occurred. The 99% stenosed moderately tortuous target lesion was located in the distal right coronary artery (rca). During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled for viewing. The procedure was performed to treat the acute myocardial infarction (ami) in the target lesion. After the thrombus aspiration, the physician performed an intravascular ultrasound (ivus), however it was noted that the opticross imaging catheter was unable to pullback. Manual pullback was then attempted, but the image disappeared midway. The procedure was completed with the same device. After the procedure, the imaging catheter was checked and image appeared as normal. No patient complications were reported and the patient's status is good.